Event description:
It was reported that the tibia block would not fit. Mechanical instruments had to be used. No delay or injury reported.

Manufacturer narrative:
The associated legion visionaire cutting block kit was returned and evaluated. The visual inspection of the returned device shows no obvious damage on the part. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering evaluation by our visionaire team noted that after evaluation, it was determined that errors were made during the segmentation of the tibia. These errors would have affected block fit and could have caused the issues described in the complaint. Consequently, the alignment engineer along with the segmenter have taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. Our clinical evaluation noted that per the report the surgeon increased his incision proximally and cleared away soft tissue. As the tibial block did not fit the surgeon had to abort the visionaire block and use standardized/mechanical instrumentation to complete the procedure within a 5 10 minute surgical extension without patient injury. We will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.